Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A review of the service history revealed no issues that would have caused or contributed to the iipv. Upon conclusion of the investigation, the cause of this issue was use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 19:59:04. During night drain cycle nine, the patient's ultrafiltration reading was 2449ml, indicating the home patient drained 1569ml more than their maximum programmed fill volume of 2200ml. No additional information is available.